Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patient passed away and that the implantable pulse generator (ipg) was related with the patient death. (B)(6) 2020 it was further reported by the patient family member that the right ventricular (rv) lead exhibited high output/thresholds and device "not firing" in the right atrium what caused the atrial fibrillation (af) and a stroke.